Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: a2dr01 implantable pulse generator implanted: 2013-(B)(6); 5086mri52 implantable pacing lead implanted: 2013-(B)(6). (B)(4).

Event description:
It was reported that the next day, post-op, the lead had dislodged. The lead was explanted and replaced. It was noted that the lead had been difficult to place. No patient complications have been reported as a result of this event.